Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:07 was confirmed by service. The cause of the reported malfunction was determined to be a faulty pump head module (phm). The phm was replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with failure code 808:07. This condition was found in the biomed department. Upon review of the event history it was found that this failure occurred during infusion causing an interruption of delivery. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.